Event description:
It was reported that sometime post catheter placement, the catheter was allegedly noted to be occluded. The device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted to the distal end of the catheter. However, the surface of the complete circumferential break appeared glossy, and striations were noted on the break surface. The investigation is inconclusive for the reported catheter occlusion issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(method). H11: b5, h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately seven months post catheter placement, the catheter was allegedly noted to be occluded. The device was removed from the patient¿s body. There was no reported patient injury.